Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared for use as per the directions for use. It is unknown if continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was normal tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event.

Event description:
It was reported that during the procedure the subject coil was noted to be broken at the hand part during coil delivery. The physician was able to collect the subject device and the procedure was completed successfully with no clinical consequences to the patient. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil was noted to be broken at the hand part during coil delivery. The physician was able to collect the subject device and the procedure was completed successfully with no clinical consequences to the patient. No further information provided.